Event description:
Device malfunction: incomplete balloon deflation. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that during a procedure and after pre-dilatation of the right coronary artery, the rx multi-link 8 stent was successfully deployed at 12 atmospheres. When attempting to remove the stent delivery system, resistance was felt but the device was ultimately removed from the anatomy successfully. Outside of the anatomy, it was found that the balloon had not completely deflated. There was no adverse pt effect. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: factors that may contribute to the difficulty to deflate an sds include, but are no limited to , unevenly trimmed hypotube jacket material in the inflation port (hub), causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Difficulty removing the sds from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the pt's anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units in destructively tested for proper balloon deflation. In this case, the sds and indeflator used in the procedure were not returned, which may have aided in the evaluation and determination of cause. It is possible that the anatomy narrowed the inflation lumen contributing to the reported difficulty to deflate the longer length balloon (for 28mm stents). Additionally, due to the slow deflation, the balloon was not fully deflated, and possibly did not properly deflate into the balloon trifold and interacted with the deployed stent during attempts to remove. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. In this case, a conclusive cause for the reported difficulty to deflate the difficulty to remove could not be determined.